Event description:
On (B)(6) 2013, it was reported that the up and down buttons on the patient's infusion device were only functioning intermittently. The patient's blood glucose level was elevated to more than 600 mg/dl. The patient corrected the elevated level via insulin injection. The patient visited her diabetes specialist where it was confirmed that the buttons were only functioning intermittently. The device was replaced and the patient's blood glucose levels returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy and the occlusion limits were tested successfully and comply with the product specification. Also the alarm functions were tested successfully and no malfunction could be observed during the iu investigation. The buttons passed the optical and functional investigation successfully and comply with the product specification. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.